Event description:
It was reported that increased pacing thresholds with decreased electrogram amplitude were observed. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.